Event description:
Surgeon has a scheduled robotic colostomy takedown and during the colon anastomosis part of case, we were using the covidien circular stapler (trieeaxl28mt). After anastomosing the colon, the first assist was instructed to retract and remove the stapler but was having difficulty pulling the whole device out of the colon. The staff could see on the video monitor as well that there is some resistance. Surgeon switch position with the first assist to remove the circular stapler himself and was able to do so, but the anvil part of the device was lodged inside the colon. We utilized the gi cart and scope to try to remove the anvil. Surgeon was able to remove the anvil out of the colon through the rectum and out of the anus. The anvil contained two complete anastomosis rings which was sent to pathology per surgeon. The covidien circular stapler including the anvil was save and was given to or supervisor. The procedure proceeded without further issues and the patient was brought to pacu after the case was finished.